Event description:
Hamilton medical ag received the following incident description: the expiratory valve assembly pin is corroded at the top of the pin. This has occurred on the 6 newest vents at the facility, serial numbers in the 200xx range. Please note, the hospital has 20 older g5s, some lower than sn (B)(6) and this issue has only been see on these 6 newer vents.

Manufacturer narrative:
Hmi trained biomed repaired the ventilator. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: the expiratory valve assembly pin is corroded at the top of the pin. This has occurred on the 6 newest vents at the facility, serial numbers in the 200xx range. Please note, the hospital has 20 older g5s, some lower than sn (B)(6) and this issue has only been see on these 6 newer vents.

Manufacturer narrative:
Hmi trained biomed repaired the ventilator.

Event description:
Hamilton medical ag received the following incident description: the expiratory valve assembly pin is corroded at the top of the pin. This has occurred on the 6 newest vents at the facility, serial numbers in the 200xx range. Please note, the hospital has 20 older g5s, some lower than sn (B)(6) and this issue has only been see on these 6 newer vents.

Manufacturer narrative:
Hmi trained biomed repaired the ventilator. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.